Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed program alarm anomaly alarm. Customer's blood glucose was unknown. Device had a blank display. Customer was unable to complete troubleshooting. Customer was advised the battery cap will be replaced. Customer will not be returning the device for analysis.